Manufacturer narrative:
The device was returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found. Corrective actions are in process.

Manufacturer narrative:
The suspect device was not returned for evaluation, however, a photograph of the defective unit was provided by the account. Unused units from the same lot were returned and evaluated. Based off the photograph provided, the complaint is confirmed.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the radiopaque band of the sheath separated while removing the sheath during a standard av fistula thrombectomy. The band migrated to the patient's lung. The physician did not attempt to retrieve the band due to it's location and the patient being asymptomatic. No additional injuries to the patient were reported.